Event description:
Post angiogram noted a small proximal type I endoleak and a distal type I endoleak on the ipsilateral leg. The main body graft had been deployed 5-6mm lower than an ideal landing site partially due to severe angulation in the aortic neck. As a result, the graft did not effectively seal off the aneurysm. A main body extension was deployed at the proximal sealing site of the suprarenal stent and the proximal endoleak was resolved. In order to resolve the distal endoleak, another MFR's leg graft, measuring 20mm in diameter was placed in the distal portion of the iliac leg graft obtaining a good seal of the aneurysm. Final angiogram viewed good exclusion of the aneurysm. Please refer to 1820334-2004-134 for additional information.